Event description:
It was reported that the pt initially complained of a loud sound through the implant in 2003. The external equipment was removed and replaced and the problem settled. The following day at school, pt again complained of a very loud sound, cried and rejected the implant. The family of the pt took pt to the clinic the following day, the pt would not wear the implant. Telemetry was repeated twice and showed 'coupling ok' but '- -' in all other positions.